Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).

Event description:
This is a spontaneous case report received from a other health professional in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for contraception. It was reported that essure broke off; when physician did the removal of the inserter it was stuck and the coil stretched out; there was a piece to the side and three coils was in cornua. Physician did initial roll back, then hit button, but may have pulled back slightly before another roll back. Physician was able to identify the gold band at the end of the stretched inner catheter. Follow up (B)(6) 2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: failure mode / mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter and/or micro-insert breaking during the procedure is an anticipated event. Final risk classification risk category v. Medical assessment: this ptc was initiated due to a reported product issue and a usability issue, also a device use error was reported. In this particular case, device breakage in the context of a complicated insertion was reported. However, no adverse events were reported at this point in time. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report as neither a quality defect was confirmed nor an adverse event was reported at this point in time. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age, who had an attempt to insert essure (fallopian tube occlusion insert) and during the placement procedure, the inserter was stuck, then the inner catheter of the inserter stretched out / coil stretched out. The physician may have pulled back slightly before another roll back and the insert broke off and three coils remained in cornua. These events, seen as complication of device insertion, device use error and device deployment issue respectively, are non-serious and listed in the reference safety information for essure. Device breakage is non-serious and was previously regarded as unlisted; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertions, single cases of device breakage have been reported. In this case, the physician had problems releasing the micro-insert, the inserter catheter and the essure coils were stretched out and then broke with three coils remaining in cornua. Since breakage was reported and it occurred associated to insertion procedure, causality with essure use is assessed as related. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further follow up can be pursued.